Event description:
The facility reported an underinfusion during biomed testing. There have been no incident reports filed since the last baxter service event.

Manufacturer narrative:
The reported condition of underdelivery was not duplicated or confirmed. The device met all specifications for accuracy.